Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Sensor insertion in buttocks was also reported which is not an approved adult site. There was no report of injury or medical intervention at the time of contact with dexcom technical support.